Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump were scrolling with attempting to enter carbs. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 222 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.